Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Patient year of birth: (B)(6). Concomitant medical products: 00599405012 unknown lot articular surface with locking screw size blue/g 12 mm height for use with femoral g, 00598005702 unknown lot stemmed tibial component precoat size 8 for cemented use only use of this tibial component with lcck articulating surfaces requires using a stem exten, 00598800827 unknown lot tibial block and screws precoat size 8 10 mm thickness, 00598801015 unknown lot stem extension straight 15mm dia x 100mm length(combined length 145mm), 00598802018 unknown lot stem extension offset 18mm dia x 100mm length(combined length 145mm). Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 03642, 0001822565 - 2019 - 03645.

Event description:
It was reported patient underwent initial right total knee arthroplasty. Subsequently, the patient continued to experience severe retropatellar pain. A revision of the patellar component was planned and initiated approximately 7 years post implantation. Upon entry, a broken screw was encountered with surrounding metallosis and implant wear. The broken screw was retrieved, the joint washed out, and the patellar replacement planned for a later date. No further information available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b1; h2; h3; h6 mechanical(g4)- femur visual inspection of the picture provided identified that the screw threads are damaged. Medical records were provided and reviewed by a health care professional. Review of the available records identified a revision of the patellar component was planned and initiated. Upon entry, a broken screw was encountered with surrounding metallosis and wear. The surgeon found the locking screw at the joint level when he opened the patient's joint, and the femoral condyle was noted to be scratched. The broken screw was retrieved, the joint washed out, and the patellar replacement planned for a later date. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. It was found that the femoral implant is a size d and the articular surface is compatible with a size g femoral implant. From the IFU, appropriate matching of components will occur when the femoral and tibial baseplate colors and/or sizes are matched to the articular surface label. Mismatching may result in poor surface contact and could produce pain, decrease wear resistance, produce instability of the implant, or otherwise reduce implant life. It is unknown if this combination of products is contributing to the reported issue. The root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Reported event was confirmed by review of photographs received. Visual inspection of the picture provided identified that the screw threads are damaged. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: a revision of the patellar component was planned and initiated. Upon entry, a broken screw was encountered with surrounding metallosis and wear. The broken screw was retrieved, the joint washed out, and the patellar replacement planned for a later date. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.